Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Undersensing due to lead dislodgement was noted during follow-up. Revision was attempted, but the lead could not be repositioned. The lead was explanted and replaced, and all measurements were normal. The patient was well.